Manufacturer narrative:
Additional information has been provide in d.10., g.1., g.2., h.3., h.6. And h.10. One opened knife was received in a blade protector tray for the report of metal particulates retained in the eye. The returned knife was seated tip down into the blade protector tray. The returned sample were visually inspected and was found to be conforming. The blade protector tray was also visually inspected for metal particulate; no metal particles were found on the blade protector tray. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually conforming, therefore metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported metallic particles in the right eye during surgery at an on site visit. The particles reflect light according to the orientation of the eye and have not been removed. An alternate knife was used. Additional information is not expected. This one of eight reports from this facility.